Event description:
A caller reported experiencing a cartridge alarm with a high blood glucose reading, although the specific value was unknown, simply labeled as "high." There was no reported impact to the customer¿s blood glucose level as they managed the situation. The customer contacted technical support for assistance and performed a pump reset, which resolved the malfunction and allowed them to resume insulin use without needing third-party assistance.